Event description:
It was reported that some of the foot board controls were not functioning properly. No adverse consequence reported.

Manufacturer narrative:
MFR's investigation determined that the wires were not fully seated into the cpu connectors causing some of the footboard functions to be inoperable. A stryker field technician repaired and returned the device.